Manufacturer narrative:
The device was removed due to a patient condition which does not reflect the performance of the device.

Event description:
Guidant received information that the patient with this implantable cardioverter defibrillator (ICD) called to inquire about her device and the recall advisory. She then reported that she was waiting for a device explant procedure due to an infection.